Event description:
It was reported that the user requested assistance with an ilet supply change while using an inset teflon infusion set and an existing cartridge, and the walkthrough was completed without device alerts or alarms; after completion, the user reported a blood glucose of 230 mg/dl and declined a follow-up call. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided to the user. Investigation included technical support guidance through the supply change procedure. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device component issue, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.